Event description:
This laser machine for hair removal has really never worked properly. Reporter does not want other professionals to fall for this manufacturer's, empty claims - reporter knows it's too late for them - buyers beware. They were never given an opportunity to obtain a service contract and now can not get this machine repaired and they are still paying for this laser. This machine cost them $85,000 and produced less than $5,000 in revenue.